Event description:
It was reported that during the first case of the day, peep readings of 8 to 16 were posted with no peep set. The peep did not interfere with pt ventilation and the case was completed using the machine in this condition.